Event description:
It was reported that the patient received inappropriate high voltage therapy for supraventricular arrhythmia. Premature ventricular contractions and non sustained right ventricular oversensing were also noted. Reprogramming was recommended. An early follow up was scheduled. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.